Event description:
It was reported that when an symptomatic patient presented in the clinic for follow up, nonsustained lead noise episode due to post-paced t-wave oversensing was observed. Oversensing on the near field channel resulted in non sustained lead noise. Device was reprogrammed successfully.